Manufacturer narrative:
When investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported poor image quality of pediatric extremities. The loss of resolution could potentially lead to a misdiagnosis.